Event description:
It was reported the pump was implanted in 2006, but was dormant since 2009. The patient¿s insurance had run out and she was ¿booted out the door.¿ the pump was not flushed with saline. The last refill was about (B)(6) 2009. The next time the patient was to be filled, the patient was told she had no insurance and was told to ¿get out.¿ the patient was going through severe withdrawals and was being ¿treated like a junkie.¿ a manufacturer representative tried to find a location to see the patient and take care of the pump for about three weeks and couldn¿t find anywhere. The pump still had a considerable amount of medication in the reservoir. It alarmed at 3:00am every morning for 2 years and was shut up. Refer to manufacturer report # 3007566237-2013-03671.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).